Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be faulty power supply and faulty spare lamp. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation). During fumigation equipment must cover or moved to other area. Equipment to be placed in dust free environment. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the main lamp and the spare lamp of the light source did not ignite. The malfunction was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. An evaluation of the returned device at the repair center confirmed the customer allegation. The lamps did not ignite and the spare lamp indicator was blinking due to faulty emergency lamp and converter (power supply). Additionally, the wli (white light interferometer) lens was found to be foggy. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.